Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump functioned as intended, however, the display was blank. Since the event occurred during preventative maintenance, there was no patient involvement.